Manufacturer narrative:
Results of investigation: vyaire medical was able to confirm the issue through log analysis tool and screen shot of service screen. Root cause of failure was determined due to leaking o2 safety valve. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista1000 had a technical failure 389 - "no o2 dosing possible" alarmed when reconnecting the gas after transporting the patient.the respirator was changed and use of the device was stopped.the customer confirmed that there was no patient harm associated with the reported event.